Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 54 mg/dl. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert and sensor updating alert. Customer declined troubleshoot for low blood glucose. The device will not be returned for analysis.